Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-11738 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device return is anticipated, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center had an e333 error. The issue was found during clinical use. The surgery was completed with the same device without affecting the images and without changing the equipment. There were no reports of patient harm.